Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the left axillary artery in a 78-year-old female patient presenting for high-risk pci (hrpci), scai shock stage¿a, with a history of prior CABG, known coronary artery disease, and renal insufficiency. After the left axillary graft was attached, a jr catheter was used to access the left ventricle. An impella 0.018 wire was advanced and positioned in the lv, and the catheter was removed. Insertion of an impella 5.5 was attempted; however, under fluoroscopy the 5.5 device was unable to advance past the anastomosis. Multiple attempts were made, including use of viperslide, propofol application, and torquing maneuvers. The cannula appeared to demonstrate a ¿kink,¿ which was believed to limit advancement. The 5.5 insertion was ultimately abandoned, and an impella cp was placed instead with satisfactory results. Angioplasty of the area of concern was discussed, but the physician opted to proceed with cp support due to the ppci context and low anticipated need for extended support. The intervention was successful, and both pumps were discarded after the case. The physicians believed a small calcium shelf not visible under fluoroscopy prevented advancement of the 5.5 device. The reported events are failure to advance, device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
H6, medical device problem code: (B)(4), deformation due to compressive stress, has been added.

Manufacturer narrative:
Section d4 catalog number was corrected. Section d4 serial number was corrected.